Event description:
The customer reports three separate patient injury events occurring during diagnostic colonoscopy procedures using the same evis exera iii colonovideoscope. Case with patient identifier (B)(6) reports patient 1 of 3. Case with patient identifier (B)(6) reports patient 2 of 3 case with patient identifier (B)(6) reports patient 3 of 3 (this report) in this case, the patient underwent a colonoscopy for the indication of colonoscopy screening and history of polyps. During the colonoscopy, the patient experienced an iatrogenic colon perforation. Treatment included an exploratory laparoscopy, sigmoid colectomy with primary anastomosis. There were no further consequences to the patient. The patient's current condition is reported as: discharged home after a short hospital stay, doing well at this time. Endotherapy device used during the procedure includes cook medical captura hot biopsy forceps ¿ product # g31583. There was no malfunction of the scope during the procedure. When asked if the physician had an opinion about the laceration occurred, the doctor responded: performed colonoscopy as usual. Retroflexed scope as normal. Did nothing different than any other colonoscopy procedure.